Manufacturer narrative:
A new clip cartridge was inserted into the device and the reported issue of a misfire was duplicated, this is a very common failure mode. If the device is activated in the upward position at any point during its release, a miss feed may occur. If the device was fired with the jaws pointing upward, it is possible that the clip will retract back into the jaws of the device so much so that when the next clip is fired a mechanical misfire or jam will occur. When releasing the next clip the clip will be released out of order causing a misfire. Under magnification it looks like the clip push was hitting the cartridge and not allowing for a smooth transition from clip to clip. This is a clear indication that at some point a misfire or miss feed occurred. Because the cartridge that was used during this isolate event was not returned, obtaining additional information or root cause was not possible. A possible root cause maybe that the device was fired in the wrong position causing a miss feed to the clip push that in turn caused a miss fire. This complaint is confirmed.

Event description:
Clip applier when initially fired closed smoothly but on the 2nd attempt it was stuck and then snapped shut. Both attempts were outside the patient, no injury occurred. Anesthesia time was extended 10 minutes.